Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced an elevated blood glucose level "over 500 mg/dl". The patient was able to self treat and administer an insulin injection. The patient was not hospitalized. The infusion device was requested to be returned for product evaluation.